Event description:
Same case as 2134265-2009-06928. It was reported that following a coronary artery stenting procedure, the pt experienced angina. The lesion being treated was located in the proximal right coronary artery (prox rca). The physician implanted two taxus express2 (3.50x32mm and 3.50x20mm) study stents in the target lesion. Seventeen days later, the pt developed worsening angina. Forty six days later, the pt was hospitalized and pci was performed with a non bsc stent implanted. The lesion being treated was 3mm in diameter, 45 mm in length, 90% stenosed in an unspecified location. Post procedure stenosis was 0% and timi 3 flow. In the opinion of the physician the relationship of the angina to the taxus stents is not related.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.